Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed that the polaris spectra system control unit (scu) for the camera was not being detected. The power cables were reseated on the scu and the camera connected. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera did not have any lights and when in the software the camera details displayed localizer no detected. The site rebooted the system with no resolution. When on the phone with tech services (ts) they had the site check the ndi toolbox and it did not have anything connected, they checked the lights on the polaris spectra system control unit (scu) and none of the lights were on. When checking the connection to the scu the power cable fell out and when reseated on the scu the camera connected. The site went to the software and confirmed that the camera was connected and communicating and able to track the instruments. No patient was present at the time of the event.